Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient representative reported unknown side recall and "implant is flattening and deforming in the breast, and the client has been feeling pain and there is also an incidence of bending of the prosthesis". Later, healthcare professional reported capsular contracture baker grade iii, with movements limitation, mastalgy and rippling (undulations). This record is for the left side. Device remains implanted.